Manufacturer narrative:
Device is combination product. (B)(6). Device evaluated by manufacturer: the device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as 2134265-2014-03869, 2134265-2014-03789. (B)(4) study. It was reported post a stenting procedure, the patient expired. (B)(6) 2011 the patient presented with chest pain radiating to the left and the patient was diagnosed with unstable angina. Angiography revealed a 90% ostial in-stent restenosis occurred with the 32x2.75mm taxus stent placed in the om1 which jailed due to the 24x3.0mm taxus stent in the proximal lcx. It was noted in march 2004, a 32x2.75mm taxus stent was deployed in the 1st obtuse marginal (om1) artery and a 24x3.0xx taxus stent was deployed in the mid left circumflex (lcx) artery, in a ¿t-type¿ stenting technique. The same day a 95% stenosed and 8mm long de-novo target lesion located in the distal left anterior descending artery (lad) with a reference vessel diameter of 2.75mm. The target lesion was treated with direct stent placement of a 12mmx2.75mm taxus liberte stent, resulting in 0% residual stenosis. The following day the patient was discharged on aspirin and prasugrel. (B)(6) 2013, the patient expired at home with a cause of death as complications of uncontrolled diabetes with an underlying cause of death as cardiovascular hypertension and kidney disease.